Event description:
Immediately after adenomyosis treatment, the patient experienced a skin burn (3 cm x 3 cm) on the abdomen. Ointment was applied on the burnt area. Three days after the treatment, it was confirmed as a second-degree burn and the patient was referred for a consultation with a plastic surgeon.

Manufacturer narrative:
System performed according to specifications. Skin burn is a known side effect listed in the information for prescribers. This medwatch is being submitted although adenomyosis is not an approved indication in the us, because this side effect may be relevant to general uterine fibroid treatments. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.